Event description:
A malfunction was reported with malfunction code malf 0, though no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, as no prior reset had been reported. The customer did not have charging supplies available and was advised to follow up. Upon follow up cts provided pump reset information. Cts walked caller through pump reset. After reset pump reset cgm error code did not reappear.